Event description:
It was reported that microtek c-arm drape packaging is tearing when it gets opened to the sterile field. Clear plastic see through portion is the part that is tearing and creating a risk of contamination. No patient injury, infections or complications were reported.